Manufacturer narrative:
(B)(4). Lot 17c022 was manufactured march 8, 2017 - march 10, 2017. The device was received for evaluation with approximately 223ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed form the luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not flow during infusion. The device was connected to the patient. At the end of the expected therapy time of 48 hours, the device was noticed to still be full of solution. The device had been filled with fluorouracil and sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.